Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the laceration was related to device erosion. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. Patient examination indicated laceration of left abdominal pouch. The etiology was stated to be possibly related to device/therapy and not related to implant procedure. Interventions included in-patient hospitalization and surgical repositioning in a new, deeper left abdominal pouch. The event was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the device was repositioned (B)(6) 2016, (B)(6) 2017, and (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
Device code (B)(4) has replaced (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which clarified the laceration was related to dimensions of the neurostimulator and weakness of the patient's skin. The clinical diagnosis was updated to "medical device site laceration." No further complications are anticipated.